Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they experienced high blood glucose. The customer's blood glucose was 600, it was stated that there were issues with site they changed it and got down to 300 to 400 mg/dl. It was stated that the insulin pump had compromised force sensor system alarm during priming. The troubleshooting was performed for the pump error alarm. Customer reported that drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pass displacement test. Device received a33 alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm.